Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device. Product ID: 977d260, serial#: (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 06-may-2025, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(4), ubd: 25-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a trial patient. It was reported that pa who conducted the lead pull notified rep that the patient had signs of infection. Cause was unknown. Pa states that the patient was started on antibiotics. Later, rep reported that the infection was resolved. The devices were discarded. Patient's weight was unknown.